Manufacturer narrative:
Device not retuned for evaluation.

Event description:
It was reported the patient had his artificial urinary sphincter 5.5 cm cuff was removed and replaced due to fluid loss from a "pin size hole in the cuff." The patient is reported as "doing fine in his post op-recovery." No patient complications were reported in relation to this event.

Event description:
It was reported the patient had his artificial urinary sphincter 5.5 cm cuff was removed and replaced due to fluid loss from a "pin size hole in the cuff." The patient is reported as "doing fine in his post op-recovery." No patient complications were reported in relation to this event.

Event description:
It was reported the patient had his artificial urinary sphincter 5.5 cm cuff was removed and replaced due to fluid loss from a "pin size hole in the cuff." The patient is reported as "doing fine in his post op-recovery." No patient complications were reported in relation to this event.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.